Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump had broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, minor scratches on the display window noted and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.